Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n162898, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the patient had been in the hospital for two to three weeks with symptoms of nausea, headache, generalized weakness, loss of appetite, weight loss, tremors, sleeping "all the time" or inability to stay awake. The healthcare professional (hcp) did not know what was wrong with the patient and wanted to rule out the drug infusion pump. The manufacturer's field staff was requested to confirm the pump status. The pump was intended to infuse an unknown drug. Additional information was requested to determine if any interventions were performed, the results, and patient outcome.

Event description:
Additional information received reported the device delivered dilaudid. The patient's managing pump health care provider (hcp) didn't know what symptoms the patient experienced and noted the patient had been at the ER (emergency room). The cause of the event was unknown to the hcp as well. The patient was seen in the ER, evaluated and there was no pump failure or complication noted. Initially, it was also noted the patient was admitted however it was then crossed out and noted to be an error. No changes were made to the pump dosage or rate and their last refill that had occurred on (B)(6) 2014 had been uneventful. In terms of how the patient was now doing, they had recovered without permanent impairment.